Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has multiple scs systems this report is referencing the patient's thoracic system. Device 1 of 2 reference MFR. Report#: 3006705815-2018-00455. It was reported the patient experienced discomfort at the thoracic ipg pocket site due to its location. As such, the patient underwent surgical intervention on (B)(6) 2018 where the ipg site was relocated resolving the issue. It is unknown which ipg is the thoracic ipg. Therefore, all suspected devices are being reported.